Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed andthe outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-60 lead implanted: 2009-(B)(6), n119 competitor ICD implanted: 2009-(B)(6). (B)(4).